Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined, on (B)(6) 2020 and the pump pocket was loosed and the pump was flipping due to the patient losing weight. The pump was repositioned, on (B)(6) 2021, the issue resolved without sequelae on that date.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a communicator used with the personal therapy manager (ptm) application and a drug infusion pump. The drug being delivered was dilaudid (hydromorphone) at 1.961 mg/day. It was reported that the ptm is "not working." It was further clarified that she is getting ¿no pump found¿ when she is trying to communicate with her pump to deliver a bolus. Her pump is "flipping" and she is going into her healthcare professional (hcp) on monday ((B)(6) 2020)to have the pump checked. She doesn't think she is going into withdrawal, but reported that she is "in a lot of pain" so she knows she is not getting all of her medication. She has "fluid around the pump." This all started "around march.¿ they've had the same medication in the pump since start of this event. They went to the hcp and they "pulled out 80ccs of fluid" around the pump. Following this, she was able to deliver a bolus successfully. The patient repositioned the communicator to a lower region of the pump and provided a little distance between the pump and communicator, and confirmed she was able to successfully communicate with the pump. She may be pushing down too hard with the communicator on her pump when she is trying to deliver the bolus.